Manufacturer narrative:
Reference record (B)(4). Catalog number 062945-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016 a patient from (B)(6) underwent a procedure for percutaneous endoscopic gastrostomy (peg) with jejunal (peg-j) tube re-placement. The insertion site has been fiery red, for a long time. On (B)(6) 2017 a fungal infection is present and was treated with ketanozol crème and with an oral antibiotic co-trimoxazol.